Manufacturer narrative:
The insulin pump was unable to verify for motor error alarm and perform basic occlusion, occlusion, prime test, the excessive no delivery test due to broken offend cap. The motor was tested outside the device and passed motor test. The insulin pump was received with minor scratched display window, broken reservoir tube lip, cracked battery tube threads and loose/protruded drive support disk.

Event description:
The customer reported via phone call that they received few motor error alarms. The customer's blood glucose was around 335 mg/dl at the time of incident. The customer stated that the drive support cap was sticking out. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.